Manufacturer narrative:
Additional information received from the customer indicated that the camera identified in this incident was in fact, not used in this patient procedure and had no impact on this event, and therefore is not being identified as a valid customer complaint. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an anterior cruciate ligament reconstruction, it was reported that the monitor went futuristic and there was no display picture on the monitor. Additional information received indicated that a backup monitor was used to complete the procedure and the patient was noted to be fine post-procedure. Reference(B)(4) for the monitor.